Manufacturer narrative:
Patient ID not provided due to (B)(6) patient privacy regulations. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Event description:
Medtronic received information that, while in a spinal fusion, the imaging system trackers could not be recognized by the navigation system. The imaging system was restarted to resolve the reported issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The behavior of the reported issue was found to be consistent with a known anomaly in the medtronic navigation software anomaly tracking database. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Correction: the logs were received for the imaging system and not navigation system. If information is provided in the future, a supplemental report will be issued.